Manufacturer narrative:
This report originally filed under mfg report num 1610287-2022-00059. All future reports will be submitted under mfg report num reflected in this report. The sample was not returned. Therefore, testing could not be performed. A check of the batch production record for the lot showed no unusual manufacturing issues. A check of the complaint records showed no other complaints against the lot. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after a surgery a patient experienced shorter bubble duration when an ophthalmic gas were used. Procedure details and patient impact were not reported. Additional information has been requested but none received till date.